Event description:
It was reported that during an unspecified da vinci-assisted procedure, the force bipolar instrument was being used to retract the colon when the tissue became stuck in the jaws. A general surgeon was brought into the room to repair the tear in the colon. The procedure was completed and the patient was in stable condition. On 28-mar-2022, an intuitive surgical inc. (Isi) clinical territory associate (cta) was contacted and the following additional information regarding the reported event was obtained: the cta was present during this procedure. The procedure was performed by two surgeons and was a diagnostic lap/lysis of adhesions procedure. The force bipolar instrument was manipulated in an attempt to cause the stuck colon tissue to fall out, but this did not work. Another robotic instrument was used to pull the tissue out of the jaws of the force bipolar instrument; no tissue was excised due to this event. The colon tissue was damaged from being removed from the force bipolar instrument and was repaired with sutures to the colon serosa. Isi performed multiple follow-up attempts to obtain additional information from the surgeon of this procedure. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Isi received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips were not found to be stuck and opened/closed when commanded. The instrument was installed and removed from the system multiple times with no issues. Concomitant medical product- the instrument was also found to have a severely bent grips, causing side to side misalignment of the grips. The root cause of bent-severely instrument grips-tips is typically attributed to the user, such as excess force applied to the instrument jaws. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.062¿ - 0.593 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to the user. A follow-up MDR will be submitted if additional information is obtained. The system logs for this event were reviewed and the following information was obtained: no relevant errors were observed during this procedure. This event is being reported due to the following conclusion: during an unspecified da vinci-assisted surgical procedure, the force bipolar instrument became stuck on colon tissue. The tissue was manipulated out of the jaws; however, the tissue tore and was repaired with sutures.